Manufacturer narrative:
The insulin pump displayed properly during testing. No missing segment/partial display was noted during visual inspection. The unit functioned properly during the functionality check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self test, unexpected restart error test and all operating current measurement were normal. The following physical damage was noted: minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident was 439 mg/dl, which she treated via insulin pump bolus. The patient's blood glucose has since decreased to 411 mg/dl. The insulin pump was returned for analysis.